Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that there was no diagnosis at the time of the report, 2020-aug-04. The pump checked out fine. There were no motor stalls or anything indicating a pump malfunction. The catheter was patent. Catheter access was performed on (B)(6) 2020 and was unremarkable. The pump and catheter were functioning as indicated. The patient was extubated on (B)(6) 2020 and all trends looked as if the patient was recovering and receiving baclofen therapy. It was indicated that the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2300 ug/ml at 675.2 ug/day in simple continuous mode) via an implanted pump. The daily flow calculated was 0.293 ug/day. The patient did not have a ptm (personal therapy manager). On (B)(6) 2020 it was reported that the patient was admitted to an emergency room in europe with withdrawal effects. Pump interrogation indicated that the residual volume calculated by the pump was 30.4 ml. On interrogation the company representative noticed that the last logs reported were from (B)(6) 2020. During the call, it was determined using the calculated daily flow rate that the volume delivered since (B)(6) 2020 was approximately 8.79 ml which was in line with the residual volume calculated by the pump because according to the reporter, the physician was used to not filling the reservoir completely but would refill with 1 or 2 ml less than the maximum allowed. The physician confirmed that the last pump refill was at the beginning of (B)(6) and not a few days ago as initially thought. From the pump interrogation and the logs, there were no alarms, no motor stalls, and no error or warning messages. The patient had not undergone an MRI scan, but had reported a recent fall from his wheelchair. The return of the symptoms was not explained yet. Several hypotheses were discussed including, a possible pocket fill, but it was noted that the physician was pretty experienced with refilling; a possible occlusion of the catheter considering the high baclofen concentration; a possible kinking of the catheter; a possible dislodgement of the catheter or detachment of the connector from the pump port related to the fall from the wheelchair; or pump independent causes (i.e. Of neurological origins). The patient was given a 67 ug bolus to mitigate the withdrawal effects. The company representative would be there to verify the patient response to the bolus. The company representative confirmed that the physicians decided that, once stabilized, the patient would be transferred to the hospital where the physicians would run further investigations. Additional information was received on (B)(6) 2020 from a company representative in the united states who reported that today they did two therapeutic boluses (66 mcg over 2 minutes) and the patient did have a positive reaction. The patient¿s cat scan was unremarkable. The patient was intubated and being monitored, and the neuro doctors were going to see the patient later on (B)(6) 2020 and were planning on checking the actual volume in the pump. No further complications have been reported as a result of this event.